Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the external paddles were not intermittently detected. There is poor contact at the connection plug of the external paddles. Patient involvement is unknown.

Manufacturer narrative:
This report is based on information provided by philips bench service engineer (bse) and has been investigated by the philips complaint handling team. The bse evaluated the device and found the patient connector needed to be replaced. The reported problem was confirmed. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device was returned to the customer without repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.